Event description:
The ta60 3.5mm autosuture stapler did not fire any staples which caused a delay during the case (exporatory laparotomy, low anterior colon resection, with a colostomy take down of splentic flexure).